Event description:
A customer reported that only part of the display was working and states that the "hundred unit" is totally missing and portions of the "tens and units digit are missing". A request was made to have the system returned for evaluation. In the meantime, a replacement unit has been provided.